Manufacturer narrative:
(B)(4): a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Investigation revealed that the force sensor is out of calibration and the force resistance measurement is out of specification. There was evidence of contamination found on the force sensor plate.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction number: 2531779-03/24/2010-003-r.

Event description:
The patient reported that the pump dispensed insulin during the load step of a routine cartridge change. There was no reported patient impact as a result of the incident. There is no further information available at this time.